Event description:
It was reported by the customer representative that a resident fell through the sling (unknown details) from approximately 1.5 m during a transfer performed with the use of a maxi sky 440 ceiling lift. The caregiver was alone during the bedtime routine and positioned behind the resident at the time of lifting. The fall occurred forward. Following the fall, the caregiver immediately notified the nurse. The nurse and care team found the resident lying flat on her back. Due to knee pain (¿gonalgia¿), an x-ray was performed at approximately 17:00, confirming a fracture. The resident was transferred to the emergency department. The resident returned to the facility at 23:00. Later that night, the night nurse found the resident unresponsive and contacted emergency medical services. The resident was transferred back to the emergency department but passed away during transport.

Manufacturer narrative:
Corrected the initial reporter section (e).